Event description:
It was reported that this left ventricular (lv) lead was not properly placed and exhibited high pacing thresholds. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirm the high capture threshold based on normal lead segment resistance measurements, a passing hipot test and inspection that showed no conductor issues. Further, there were no evidence of device defect, malfunction, or abnormal damage was found.

Manufacturer narrative:
Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was not properly placed and exhibited high pacing thresholds. The lead was explanted. No additional adverse patient effects were reported.